Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was continually displaying an error 4 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 9 a.m., on (B)(6) 2017. The patient manages his diabetes with oral medication (invokana, 50 mg, two pills twice daily), diet and exercise and claimed that he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient reported that approximately 30 seconds after the alleged issue began, he developed symptoms of ¿sore fingers¿ due to having to retest with the subject device. The patient denied receiving medical treatment as a result of the alleged issue. During troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a re-test; however, the csr established that the test strip did not completely draw the sample in and the reported issue remained unresolved. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.